Manufacturer narrative:
Investigation summary: no product was returned for investigation. Mechanical interaction with tissue: there were "no" clinical details that relates to the excessive force that was used during the procedure and the cause of the issue was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Vascular dissection: after removal, md attempted to tighten down perclose sutures but they both broke. Attempted to deploy multiple perclose with same result. Manual pressure being held. Pressure low. Accessed rfa to shoot lfa angio. Believes there is a leak. Elected to consult vascular surgery to cutdown and close artery. The cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history lot: device lot: 1967161. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. Post-procedure attempts to secure the left femoral artery access site with perclose sutures were unsuccessful, as the sutures broke repeatedly. Manual pressure was applied, and angiography of the left femoral artery was performed via right femoral artery access, revealing a suspected leak. Vascular surgery was consulted for a surgical cutdown to close the artery due to persistent bleeding and inability to achieve hemostasis with perclose or manual pressure. The patient's condition stabilized, and the impella cp device was subsequently weaned and explanted.